Manufacturer narrative:
The repair inspection confirmed the customer reported event, as foreign material was found clogged inside the air/water nozzle at the distal end of the scope causing the customer reported insufficient air/water flow issues. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera gastrointestinal videoscope was returned to the olympus repair center for a reported ¿insufficient air/water supply¿. The customer reported problem was found during an unspecified event. During the repair inspection, foreign material was identified to be clogged inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign material clogged inside the air/water nozzle. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that no device fragment or foreign object fell into the patient with the use of the subject scope, and it was confirmed there was no adverse outcome to the patient or procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to d9. The following non reportable malfunctions were found during the device evaluation: connector body air leakage from guide pin, angle play, insufficient angle, switch button 1 scratches, flexible pipe lack of reedome, bent pipe deformation, tip cover crushed (dented), a rubber (bending section cover) bond crack, a rubber adhesion area cloudiness, flexible tube buckling, flexible tube scratch, flexible tube crush, flexible tube wrinkles, forceps cut off, operation part side crack, illumination lens chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. - inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information inadvertently left out of the previous reports. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material is. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The air/water nozzle/channel was flushed with the detergent solution. Olympus will continue to monitor field performance for this device.